Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient goes to the bathroom a lot more. The patient was out of town and was wondering if the symptoms returned because she went through the airport. During troubleshooting, it was indicated that the stimulation was on and on program 3 at 2.9v. The patient thought she was on program 2 but was not sure. It was noted that the patient does not feel the stimulation and only felt it at the beginning when she switched programs. The stimulation was increased, the patient will monitor her symptoms and increase more if needed. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked about the steps taken to resolve the return of symptoms and increased frequency, the patient said they were assisted with turning the device back on; the return of symptoms and increased frequency issue has been resolved. No further patient complications have been reported as a result of this event.